Manufacturer narrative:
Literature citation: rushing et al. Patient-perceived recovery and outcomes after silastic implant arthroplasty. The journal of foot & ankle surgery. 2018; 57: 1080-1086. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, in an article by rushing et al, titled "patient-perceived recovery and outcomes after silastic implant arthroplasty" the authors report one instance of revision intervention.